Manufacturer narrative:
Related report numbers: mw51656348 and mw51656348-1. B5, h6 (remove code 67, add code 61). Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
I am type 1 diabetic. I bolused too much insulin because of the way tandem diabetes displays the "insulin on board" on it's t-slim x2 insulin pumps. I went below 45 mg/dl glucose level before I could reverse it. Tandem's control iq adjusts insulin up or down based on its extrapolation of diabetics' glucose trend. When it adds glucose via bolus, it shows on the insulin on board (iob) screen, which is good. Here is the problem: when the pump predicts low glucose and decreases the basal rate to compensate, it starts tallying the decreased amount, but doesn't show it until the user boluses insulin for a meal. Then the pump subtracts the stored negative value from the value I bolused and it shows a zero or nearly zero in the iob window. So, when I thought I bolused about three units, it showed iob insulin on board as near zero. A little later I was going to eat, but saw the iob of near zero and thought I had not bolused. So, I bolused again, and this is how I ended up with dangerously low glucose level. I have been on the pump for five years and tandem never informed me of this behavior. It is very dangerous because I rely on that number in the window as the active amount of insulin remaining from the bolus. What tandem is doing is insane! This is a really bad practice and the FDA (food and drug administration) never should have approved it. It needs to be changed as soon as possible (asap). I wonder how many lows I, and thousands other diabetics incurred, by over-bolusing based on how tandem reports the insulin on board. This reading was a bit after I ate carbs to counter a low bolus, so the level of 43 was up from the actual bottom.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 50 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.